Manufacturer narrative:
H.6. Investigation: bd received 11 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, fm, and embedded fm in tube with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, fm, and embedded fm in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes 5 tubes had foreign matter and 6 caps were broken. The following information was provided by the initial reporter, translated from japanese to english: damaged stopper x6. Spot on tube x3. Dirty tube x2.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes 5 tubes had foreign matter and 6 caps were broken. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged stopper: x6, spot on tube: x3, dirty tube: x2.